Manufacturer narrative:
Image analysis: the customer returned four images for evaluation. The first image depicts the strain relief of the protégé ef device with the size of the device. The second & third images depict the protégé ef device with the stent partially exposed. The fourth image shows the carton label. The label confirms that the device is a protege everflex 8x100mm (prp35-08-100-120), lot #: c130970. Product analysis: device was decontaminated with cidex opa solution soak and tergazyme soak. The device was returned with the lock pin mechanism loosened and a portion of the stent was observed to be exposed. The device was identified from the strain relief as 100mm. Approx 11mm of the stent was exposed from the device. The blue outer sheath was detaching from the strain relief area of the device, the area of detachment was examined, and it seem that sheath had detached from the strain relief area connected to stainless steel push rod and can be attached temporarily. A 20cc water filled syringe was used to flush the device through both the annual spaces, it flushed through both the spaces. An in-house 0.035¿ guidewire was used for guidewire loading check, and it advanced through the device. The stent could not be deployed by advancing the push grips. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a peripheral endovenous procedure involving the protege ef, a patient underwent treatment for a plaque lesion with 60% stenosis located in the mid superficial femoral artery. The stent could not be deployed properly and stent dislodgement occurred during sheath removal. The surgery required replacement of the stent to complete the procedure. The product replaced. No patient complications have been reported as a result of this event. There was no intervention required for removal of the device the device was safely removed from the patient. Stent struts were exposed/visible on removal. No vessel damage reported.